Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports it was noted intra-operatively that a rod could not be attached to the subject viper titanium cortical fixation screw which had been placed at l4. The surgeon was trying to set the rod using a clip-on device or a rod bender during the surgery. Examination of the screw found the crown (ie. Inner saddle) of the screw head was half turned and did not fit neatly in the screw head. The cortical fixation screw was replaced with the same size screw and the rod could be inserted finally. The procedure was extended by fifteen minutes as a result of the difficulty. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual examination of the returned viper cortical fixation screw indicated that the polyaxial screw cap had rotated from its original position. Additionally, indications of swaging were noted on the tulip head, confirming that the cap of the polyaxial screw was assembled as intended. No other defects were observed during evaluation. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the product family noted that there were no reported complaints other than this one for issues associated with the polyaxial screw cap becoming rotated from its original position. The root cause cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in the cap to rotate from its original location. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device, nor has there been any systematic trend. Therefore, this complaint fill will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.